Event description:
Limited information reported the the potential implant of an expired everflex entrust expired stent. It was reported that an everflex entrust stent was possibly used after its expiration date, and the stent use or implant date was not documented or was unknown. The device was reported as implanted and remaining in service. It was unknown whether there were any patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.